Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead had alerts for loss of capture, high capture threshold, and noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received indicated the right ventricular lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of lead fracture, failure to capture, noise, and loss of capture were confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examinations of the partial lead found parts of the inner coil appear to be fractured at the middle region. The cause of the reported events was due to fractured inner coil consistent with clavicular crush.

Event description:
New information revealed the right ventricular lead had a fracture.